Event description:
Procedure: colectomy, patient sex: unk. Reportedly, during the use of the device, the metal tip broke off and fell into pateint cavity. The broken piece was retrieved by use of a laparoscopic instrument. Another shear was used to complete the procedure.